Event description:
It was reported that during implant the lead exhibited an impedance anomaly, despite changing the lead position the impedance was not normal. The physician elected to explant the lead but damaged the insulation.